Event description:
It was reported the device was replaced due to an upgrade to an ICD. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported. Further review of the device memory reports indicate the device was functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device-related adverse event or product problem was received from the user facility. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary testing revealed an anomalous atrial output condition. Further testing revealed the no atrial output condition was the result of lifted output bond wires. Further review of the device memory reports indicate the device was functioning as intended at the time of explant. The lifted bond wires occurred either during or after the explant procedure. Therefore the final analysis results indicate the device had no anomalies.